Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows. Do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface.

Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was severely worn. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic appendectomy, the subject device was used. In the procedure, the tissue pad of the subject device looked abnormally worn. The intended procedure was completed with another device. There was no patient injury reported. On april 2, 2020, olympus medical systems corp. (Omsc) found that the tissue pad of the subject device was severely worn. This is the report regarding the severely worn tissue pad.